Event description:
The facility representative reported a colleague infusion pump with a condition where the "display is defective." It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a defective display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display. The main display was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.